Event description:
According to the initial information received, the atrial septal defect (asd) measured 26mm by echocardiogram and there was a minimal svc and aortic rim. A 24mm amplatzer sizing balloon ii was used and a 26mm amplatzer septal occluder (aso) and 10f amplatzer 45° delivery system (dtv45) were chosen. It was a routine deployment of the left atrial (la) disc and a portion of the waist; however, it buttoned-holed into the right atrium (ra) at the svc and aortic rim. The aso was attempted to be retracted back into the dtv45 but was unable to be pulled back in despite rotating the dtv45 multiple times. At that point, a sudden "click and give" occurred in the delivery cable. There was concern about the possible loss in integrity of the delivery cable, screw and aso and the unwillingness to risk an embolization with further attempts at withdrawal into the dtv45. The patient was sent to surgery for removal of the aso, dtv45 and patch closure of the asd. Please reference MDR # 2135147-2010-00122 for the amplazer delivery system associated with this event.

Manufacturer narrative:
The 26mm amplatzer septal occluder (aso) was returned to aga medical and no defects were observed. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded, advanced, deployed and retracted from a test sheath without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was able to confirm the aso met specifications upon return to aga medical.

Event description:
It was reported that during the beginning of a da vinci si prostatectomy procedure and while the system was being docked to the patient, the site experienced system error code 907 and the led on all patient side manipulator (psm) arms were illuminated red except for the third arm. All arms could be clutched expect the third arm. The site attempted to troubleshoot the problem by rebooting the system without success. With the assistance of an isi technical support engineer (tse), the site powered down the system, reconnected connection cables, and powered on the system; however, the system error continued and system error code 31030 was now displayed on the monitor. The tse had the site exercise arm 3 without success and suggested that the site could continue with the procedure using two of the three arms. At this time, the surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Should the device become available at a later date, a supplemental report will be filed.